Event description:
I have a tandem t:slim x2 that I depend on to manage my type 1 diabetes. I had major issues with it and tandem replaced it. Recently I've been having problems with the replacement pump. It frequently gives an alarm indicating that there is an occlusion. It also turns off all insulin delivery. There is never an occlusion. I have called customer service many times and they are not able to provide much help. Once a customer service person told me that false occlusion alarms sometimes occur because it's a known flaw that the pump is oversensitive. But usually when I call they assume I'm doing something wrong. I am not, I am a seasonal insulin pump user and know what I'm doing. An insulin pump and the pump supplies are costly. They should work well and do what they are supposed to do. My health and life depend on a well-functioning insulin pump. If tandem knows there is flaw with the pump being oversensitive, they need to fix it. FDA safety report ID# (B)(4).